Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: hrs. Possible lot numbers reported as: l295135 or l308508 or l704929. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on august 1, 2018, osteosynthesis with variable angle two-column plate was applied during surgery to treat distal radius fractures. During the surgery when the surgeon tried to insert a buttress pin into the 2nd most distal screw hole on the radius side of the plate, the buttress pin passed through the plate without caught on the screw hole. The buttress pin was not removed. The surgery was completed with the buttress pin left inside the patient¿s body. Surgery was delayed for about 30 minutes. There was no patient harm reported. Concomitant device reported as: va-lcp-2-column drp2.4 volar narr le sha (part # 04.111.521s, lot # l572999, quantity 1). This report is for one (1) 1.8mm ti va locking buttress pin. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: please note, this DHR review is for sterilization procedure only: part no.: 04.210.086s; lot no.: l295135; manufacturing location: selzach; supplier: frueh ag; release to warehouse date: 06.feb.2017; expiry date: 01.jan.2027. Non-sterile 04.210.086 / 7080336 was manufactured in us, monument. Monument DHR: manufacturing location: supplier ¿ mark two engineering packaged by: monument; release to warehouse date: 08-feb-2013; quantity: 120; part no: 04.210.086, 1.8mm ti va lckng buttress pin with t8 stardrive recess/16mm, lot number: 7080336 (non-sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance supplied by mark two engineering dated 31-jan-2013 was reviewed and determined to be conforming. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Please note, this DHR review is for sterilization procedure only: part no.: 04.210.086s; lot no.: l308508; manufacturing location: selzach; supplier: frueh ag; release to warehouse date: 16.feb.2017; expiry date: 01.feb.2027. Non-sterile 04.210.086 / 7797274 was manufactured in us, monument. Monument DHR: manufacturing location: monument; manufacturing date: 15-sep-2014; quantity: 119; part no: 04.210.086, 1.8mm ti va lckng buttress pin with t8 stardrive recess/16mm, lot number: 7797274 (non-sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, qualified operator met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture of this product that would contribute to this complaint condition. Please note, this DHR review is for sterilization procedure only: part no.: 04.210.086s; lot no.: l704929; manufacturing location: selzach; supplier: frueh ag; release to warehouse date: 21.dec.2017; expiry date: 01.dec.2027. Non-sterile 04.210.086 / 7974184 was manufactured in us, monument. Monument DHR: manufacturing location: monument; manufacturing date: 07-apr-2015; quantity: 118; part no: 04.210.086, 1.8mm ti va lckng buttress pin with t8 stardrive recess/16mm, lot number: 7974184 (non-sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, qualified operator met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.